Manufacturer narrative:
The customer reported to have evaluated the device, where multiple tests were performed. The biomedical engineer was unable to duplicate the complaint. The unit passed all tests and calibrations, and it was observed to be operating within manufacturing specifications. (B)(4).

Event description:
It was reported by a customer in the USA that, during patient use, an 840 ventilator was not delivering the appropriate volumes. The emergency room respirator therapist (rt) on duty reported that approximately 30 minutes after placing the patient on the unit, as he was walking by the patients room, he noticed the volumes being delivered were fluctuating low (between 40 and 100) even though the setting was 550. The patient was removed from the ventilator, manually ventilated via an ambu bag, and placed on another ventilator. The patient was later transferred to a different hospital, not as a result of the event, but there was no room for the patient in the intensive care unit (ICU). There was no reported patient outcome injury.